Manufacturer narrative:
Consumer reports product has been discarded, no product return anticipated. Lot number is unk; unable to conduct complaint history or device history check. Will continue to monitor.

Event description:
Consumer reports giving himself injection and experiencing needle break off in his stomach. Went to hospital for x-ray. Needle could not be located but was prescribed an antibiotic.